Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR. The unit returned has catheter damage(detached). The complaint device was received for evaluation. Evaluation of the returned device revealed that the unit returned has catheter damage (detached). A damage on the guidewire exit port assembly. The telescope assembly was not able to properly pull back, advance, and retract. A test guidewire (0.014) was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that cardiac tamponade and catheter stuck in stent occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Following implantation of a 2.25mm x 38mm synergy drug-eluting stent at 11 atmospheres, an opticross ivus catheter was advanced for visualization; however as the catheter was removed, the guidewire exit port of the device came into contact with the distal edge of the deployed stent and became stuck. The catheter could not be removed from the patient. An attempt was made to remove the drive shaft to resolve the issue, but failed. Parallel wire technique was then performed using a micro catheter and a non-bsc guide extension catheter. The stent and the opticross catheter were able to be separated and the outer sheath was removed. Wire perforation was noted and balloon inflation was performed to treat the perforation. Patient was noted to have cardiac tamponade but became stable. The procedure was completed and no further patient complications were reported. The patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10247 it was reported that cardiac tamponade and catheter stuck in stent occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Following implantation of a 2.25mm x 38mm synergy drug-eluting stent at 11 atmospheres, an opticross ivus catheter was advanced for visualization; however as the catheter was removed, the guidewire exit port of the device came into contact with the distal edge of the deployed stent and became stuck. The catheter could not be removed from the patient. An attempt was made to remove the drive shaft to resolve the issue, but failed. Parallel wire technique was then performed using a micro catheter and a non-bsc guide extension catheter. The stent and the opticross catheter were able to be separated and the outer sheath was removed. Wire perforation was noted and balloon inflation was performed to treat the perforation. Patient was noted to have cardiac tamponade but became stable. The procedure was completed and no further patient complications were reported. The patient's status was good.